Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra 2 meter is giving inaccurate high reading over 600 mg/dl compared to feeling/normal reading. The patient manages his diabetes with oral medication. On (B)(6) 2010, the patient managed his diabetes with more food/drink as a result of the "high" reading. Sometime later that morning, the patient reportedly had symptoms of "lightheaded and sweaty" and received medical intervention from the emergency medical services. It is not clear if she received treatment for hypoglycemia or hyperglycemia at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptoms that can be suggestive of hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.